Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline has a cut in the silicone outer layer near the metal connection to the controller. A clamshell repair was planned, but the patient did not show up.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed damage to outer layer of the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a photo of the patient¿s driveline damage. The submitted photo shows damage to the outer silicone layer of the driveline adjacent to the metal connector. Per additional information from the vad coordinator and clinical consultant, the patient had not returned to the clinic for clam shell repair. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The hmii lvas IFU and patient handbook explain that all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.